Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced inflammation. The recipient's device was explanted. The recipient was not reimplanted due to medical issues.